Event description:
It was reported that the patient had a (B)(6) infection. A "pimple" developed in the patient's low back or upper buttock area on the surface of the skin over the right lead. This "pimple" filled with pus and was drained a couple of times but it "filled up" each time. The patient had currently developed the same problems over the left lead as she had previously over her right. The implantable neurostimulator (ins) was indicated to be working, in that the patient no longer experienced urgency but was still unable to completely empty her bladder. Information pertaining to the right lead was reported in regulatory report # 3004209178-2012-06271.

Event description:
Additional information received the left lead was presenting with granuloma. A culture taken had findings of (B)(6). No further information was reported.

Manufacturer narrative:
Product ID, 3889-28 lot# v913867, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer. (B)(4).